Event description:
It has been reported to philips that the failure of the flexviewing pc which resulted in no clinical display. The device was in clinical use. No patient harm reported. The patient was transferred to another lab and the procedure was completed. The issue was resolved in two visits from the philips field service engineer. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no display. A review of the system log file showed that flexviewing had errors. Upon functional testing, we fitted a new flexveiwing pc, loaded software, loaded backups, adapted tubes, and carried out edl. After replacement of the flexviewing pc and installation of the software, the system was returned to use in good working order. These codes were updated based on the investigation outcome. The evaluation method code grid was corrected.